Manufacturer narrative:
Additional information has been requested regarding this event. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and the patient received an inappropriate shock. The patient was to have an rv lead revision. Tachycardia mode to off until the lead revision could be done. No adverse patient effects were reported and the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the following clinic noted the this patient's implantable cardioverter defibrillator (ICD) had oversensed atrial fibrillation that lead to the inappropriate shock. A chest x-ray noted that the right ventricular (rv) lead had dislodged. A lead revision procedure was performed and the lead remains in service. No additional adverse patient effects were reported.